Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive. Patient's mother described the skin reaction as a very red and irritated, itchy rash, approximately the size of the sensor patch. Sensor was inserted at buttocks on (B)(6) 2015. Patient treats the affected area with zyrtec topical antihistamine, as prescribed by physician on (B)(6) 2014. Additionally, patient applies over-the-counter aloe vera gel to the affected area. At the time of contact, the patient's skin reaction was healing well. No additional event or patient information is available.